Event description:
It was reported that balloon rupture occurred. The target lesion was located in an internal arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the degree of stenosis was severe and the balloon was inflated once with less working pressure for few seconds.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an internal arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the degree of stenosis was severe and the balloon was inflated once with less working pressure for few seconds.

Manufacturer narrative:
Device evaluated by MFR: gladiator was returned or analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 75mm in length and extended from a position 7mm proximal of the proximal markerband to 6mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found a shaft kink 71mm distal from the distal end of the strain relief. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an internal arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.